Event description:
It was reported a pericardial effusion (pe) occurred. A left atrial appendage closure (laac) procedure was performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The initial transeptal puncture (tsp) was performed using a steerable versacross connect. It was noted the patient's laa was moderately pectinated with a sharp bend superiorly, creating anatomic challenges. The wds was advanced and deployed in the laa. After a partial recapture of the closure device, the 31mm closure device was successfully released and implanted into the laa. Approximately 10-15 minutes post procedure, a pe was noted via transesophageal echocardiography (tee). The patient was brought back to the lab where a pericardiocentesis was performed to treat the effusion, with draining and removing dark red fluid. The patient was stabilized and remained in the intensive care unit for monitoring. A repeat tee was completed later that evening showing the pe had resolved. The patient remained in the hospital for one more day for precautionary measures. There were no further complications before being discharged.